Event description:
The customer reported that they were returning unused product because of previous reported incidents of the buckles breaking. Eval of one of the returned products found that the buckle was broken.

Manufacturer narrative:
The product was returned for eval. Inspection found that the buckle was broken. MFR ref#: (B)(4).